Manufacturer narrative:
This ipg serial number was included in a field advisories. Results: microscopic inspection of the returned ipg revealed tooling marks on the header and can from the explant procedure. The ipg did not communicate with a test pt programmer, and a communication error was displayed. There was no alleged failure of the device to meet specification therefore no further testing was performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This pt's scs ipg was received by sjm failure analysis lab with a note "mortician's office - disposal only". No associated issues could be found for the returned product, but cause of death could not be obtained from an obituary search. The ipg was removed post-mortem, and there are no records of any previous problems or allegations of failure with the product.